Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 2 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia, differences between sensor glucose and blood glucose levels and the insulin delivery was suspended. The customer reported blood glucose value of 50 mg/dl, sensor glucose value of 100 mg/dl, and the hypoglycemic event was treated with glucose/carb intake. The event involved product(s) mmt-1884, mmt-7040a, unomedical, mmt-332a. Troubleshooting was performed for hypoglycemia. Customer was not using the insulin pump within 48 hours of the reported event since the customer experienced hypoglycemia. There is no mention of the auto mode feature at the time of the event. Troubleshooting was performed for difference between glucose values. Low limit in the sensor setting was unknown during the incident. The difference between sensor glucose and blood glucose values was not within the acceptable range. No further patient complications were reported. No product return is required for mmt-7040a, unomedical, mmt-332a. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The updated information has been provided in below sections with this follow-up report: section b5 - updated summary. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: as per additional information received, it was reported that customer had pump was over delivering insulin and that customer manually suspended insulin flow.